Event description:
It was reported that the user intentionally entered a second false meal announcement on the ilet to obtain additional insulin without eating, after experiencing hyperglycemia of unclear cause earlier, and customer care provided education to avoid using meal announcements as correction dosing. Symptoms included hyperglycemia with a peak of 318 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, characterized as using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.